Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Review of remote transmissions revealed the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.